Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was surgically abandoned due to an unspecified reason. The lead was replaced with another boston scientific lead. No additional adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was surgically abandoned due to an unspecified reason. The lead was successfully replaced with another boston scientific lead. No additional adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details. No further information is available at this time. Should additional details become available, this report will be updated. It was reported that the reason the lead was revised was due to no atrial sensing or capture. The clinical observations were not resolved despite implant of a new lead. The underlying rhythm is suspected to be final atrial fibrillation. The patient is feeling well and will be followed in six months. No adverse patient effects were reported.